Manufacturer narrative:
Pump passed rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with a properly working drive/motor. No drive and motor anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump received motor error. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.